Event description:
It was reported that the stent delivery system was difficult to remove. A 5mm x 150mm x 130cm innova self expanding stent was selected for the treatment of moderately calcified lesion in the superficial femoral artery. During deployment of the stent, the nose cone became stuck on the stent. A balloon was advanced to the lesion to create more space and remove the nose cone. The procedure was completed using a balloon. There were no patient complications reported.